Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient reported they are in pain and need to have the interstim removed. The patient stated it is moving on the spine and hip and causing patient pain. These problems started sometime prior to (B)(6) 2021. Patient had plans to have the interstim removed and then under another interstim trial but has been having difficulty getting this scheduled. The doctor's office is requiring patient to meet with their physician's assistant first and they are not available for appointments until (B)(6). Patient stated they had previously been working with a rep on this issue and would like to get in touch with them. Emailed field staff regarding request. No further complications were reported at this time.